Manufacturer narrative:
The pump was received with intermittent act button response due to corroded keypad traces. There was no button error alarm during testing. The pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer's aunt reported via phone call of button error on the customer's insulin pump. The customer's blood glucose at the time was 128mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.